Event description:
It was reported that on (B)(6) 2025, the patient underwent percutaneous nephroscopic laser lithotripsy of the right renal pelvis. A right ureteral stent (6f bard) was inserted post-operatively to dilate the ureteral stricture. The plan was to remove the right ureteral stent three months later. On (B)(6), the patient came to the hospital for stent removal. An abdominal kub x-ray revealed stone formation and encrustation on the surface of the stent, making removal difficult. On (B)(6), under general anesthesia, the patient underwent right percutaneous nephroscopic pneumatic ballistic lithotripsy and stent removal. The surgery was successful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "5. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. Data on file at bd." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent percutaneous nephroscopic laser lithotripsy of the right renal pelvis. A right ureteral stent (6f bard) was inserted post operatively to dilate the ureteral stricture. The plan was to remove the right ureteral stent three months later. On (B)(6) the patient came to the hospital for stent removal. An abdominal kub x ray revealed stone formation and encrustation on the surface of the stent, making removal difficult. On (B)(6) under general anesthesia, the patient underwent right percutaneous nephroscopic pneumatic ballistic lithotripsy and stent removal. The surgery was successful.